Event description:
The attending nurse attempted to place the pump on "hold" and the infusion was not interrupted.====================== health professional's impression======================there is the possibility of the pump continuing with an infusion causing patient to have fluid overload.